Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. No reported adverse impact to the customer's blood glucose. Troubleshooting could not be performed as issue occurred in the past. Customer resumed insulin delivery.